Event description:
An echocardiogram was performed to confirm the validity of the pressure sensor readings. The sensor was recalibrated, and the baseline was decreased by 29.5 mmhg. Valid hospital system readings were taken.

Manufacturer narrative:
No device analysis results are available because the device remains implanted. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue. Per the IFU, an echocardiogram may be needed to recalibrate the baseline (mean pressure) in order to continue to use the system.